Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10 result of investigation: a vyaire field service representative (fsr) went onsite ran leak test and unit passed. Unit passed volume a/c mode and verified that the vte (end tidal volume) and bpm (breath per minute) were in specifications. Unit is ready for used. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela unit auto cycling, no exhaled tidal volume (vte) delivered to the patient. As of this time, there is no information about patient harm associated with this reported event.